Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning the day it was implanted. It was also noted that the right atrial (ra) lead exhibited a lead impedance warning, high thresholds and oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.